Event description:
It was reported that the 9800 system was arcing, and the wig wag brake was loose. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated and the wig wag brake replaced during the service call. The system was tested and found to be working as intended, and put back into service.